Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 300 mg/dl to 400 mg/dl at the time of incidence. Customer's other blood glucose value was 352 mg/dl. Customer stated that said she was able to got high blood glucose because of the kink and bent tubing of the set and was able to solve by replacing however this happened in the past. The customer declined troubleshooting for high blood glucose. The insulin pump will not returned for analysis.